Manufacturer narrative:
A photo was provided by the customer showing the vent plug juncture of the set. There appeared to be fluid outside of the fluid path. No samples were returned for investigation. The reported complaint of leakage on the 142560488 can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 6386847 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a lfs pps ppy penolitedstmicrsl104in where it was reported that the fluid seeped from vent hole of light-resistant set used for chemotherapy drugs. Upon examining the tubing, the vent hole was not open. There was no report of patient involvement; however, it was reported that there was no patient harm. No additional information was provided.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause could not be determined.